Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a drug eluting stenting treatment procedure the physician was unable to cross the lesion. The 95% stenotic lesion was located in the severely calcified mid right coronary artery. The physician first predilated the lesion with a 2.0x20mm maverick2 balloon and then advanced the 4.5x24mm taxus express2 stent to the lesion, but was it hard to cross; later the shaft near the hub almost broke. The physician withdrew the device. There were no patient complications. The procedure was completed with the deployment of a 5.0x16 taxus stent. Patient status is reported as "stable". However, the returned product analysis revealed that there was a broken hypotube and the stent had moved on the balloon.

Manufacturer narrative:
Device evaluation: product analysis found that the hypotube was broken and the stent had moved on the balloon. The returned product was received in tow pieces. The hypotube was broken 26cm distal from the hub. Microscopic examination of the material surrounding the break did not reveal any inherent deficiencies that would have contributed to the incident. The distal end of the catheter was also inspected under magnification which revealed that the stent had moved 6mm distally on the balloon from its original crimped location. The balloon still had pillowing and the stent impression showing that it was originally crimped in the correct location on the stent delivery system during manufacturing. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of this defect its determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.